Event description:
It was reported that during use of the product, the customer noticed the syringe was partially broken off and blood leaked from that part. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned for evaluation. A photo only, was provided by the customer. Visual inspection of the photo revealed what appeared to be damage to the shoulder of the syringe barrel, near the base of the luer fitting, thus confirming the complaint. The syringe in the photo appeared to contain a blood sample, indicating that the syringe functioned to that aspect. It could not be determined by the photo, if a hole was present in damaged area, that would possibly explain the leakage that was observed by the customer. The root cause of the reported issue was reviewed with the area technician and confirmed that the machine is capable creating the type of defect that was reported by the customer. A non-conforming event was opened to further evaluate the problem and determine the appropriate actions. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).